Manufacturer narrative:
A complete lead was returned in one piece with the helix fully extended and extension length was within specification. Visual inspection did not find any anomalies on the lead with the exception of damages consistent with those occurring at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number : 2017865-2021-30205. It was reported that the atrial lead was programmed off due to the patient experiencing diaphragmatic stimulation. The patient had also developed shortness of breath and fatigue which the physician believed could be due to loss of atrio ventricular synchrony since the patient had begun pacing in the ventricle due to severe bradycardia. A decision to revise the atrial lead was made. Upon fluoroscopy it was noted that the right ventricular (rv) lead had also become dislodged even though all parameters were stable. Both the atrial and right ventricular lead were explanted and replaced. The patient was stable. There were no adverse consequences before, during, and post procedure.